Manufacturer narrative:
To date, the connectors have not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus sales representative, reported on behalf of the customer, the customer was having a hose connection failure on the endoscope reprocessor for the following connection tubes: maj-2110, maj-2111, maj-2112,maj-2330,maj2114,maj-2115, maj-2117 and maj-2118. The connecting tubes are reportedly being returned to olympus for evaluation. There was no report of patient harm associated with this event.

Manufacturer narrative:
Related patient identifiers: (B)(6) (oer-elite), (B)(6) (maj-2110), (B)(6) (maj-2111), (B)(6) (maj-2112), (B)(6) (maj-2330), (B)(6) (maj-2114), (B)(6) (maj-2115), (B)(6) (maj-2117),(B)(6) (maj-2118). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide related patient identifiers. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) the connector became loose and was broken. As a result, connecting tube could not be connected. B) connector may have become loose for the user applied stress toward loose direction of the connector, the applied stress was possibly accumulated. C) the user may have hit some hard object to the connector. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): abnormality is detectable by performing the following inspection. Chapter 5.inspection and preparation before use. 5.6 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding this event.

Event description:
Additional information was received regarding this event. It was confirmed with the customer's sales representative that the connectors on the oer-elite and the connecting tubes were broken. The oer-elite was not broken. The sales representative is currently looking at replacing the adapters with the newer model that mimics the former oer pro make.